Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reportedly experienced kinked cannula events with three infusion sets. These incidents occurred on (B)(6) 2024 and (B)(6) 2025. For one event, symptoms appeared within three hours of insertion, while the timing for the other two events was not recalled by the patient. Regarding insertion sites, on (B)(6) 2025, one set was placed on the upper left arm. On (B)(6) 2024, one set was inserted on the patient's arm, though the specific arm was not remembered. The location of the third set was not specified. In each case, the patient successfully resolved the issue by replacing the infusion set, which allowed for the resumption of insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.